Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative received the pump from the hcp on 2018-mar-26. The serial number of the pump was provided. The representative stated they would send the pump back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant dates of the patient's pump and catheter were unknown. The lot number of the patient's catheter was unknown. The date on which the patient first started to experience withdrawal symptoms was not provided. It was stated the patient was a child. It was stated the pump had been returned to the european operations center (eoc) on (B)(4) 2018.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown, implanted: unknown, explanted: (B)(6) 2018, product type: catheter, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient showed withdrawal symptoms several times. The event date was unknown. There was no pump alarm active and no identified pump issues. The hcp decided to explant the whole system. The pump and catheter were replaced on (B)(6) 2018. It was stated the patient was never in a critical situation. After replacement of the pump the therapy worked as usual. When asked if there were any contributing factors, the response was "n.a." The issue was resolved. The patient status was alive - no injury. The pump would be returned. The catheter was discarded by the customer. No further complications were reported or anticipated.